Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had trouble maintaining coupling, they would get eight bars and the lose them. The consumer noted that the patient¿s implant was moving around and they had lost (B)(6) pounds in the last several months. The antenna was damaged and a replacement was sent. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.